Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed that communication issues between the viewing station of the imaging system and the imaging system were occurring due to a damaged interface (umbilical) cable. The representative replaced the interface (umbilical) cable to resolve the reported issue on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the interface (umbilical) cable for the imaging system was damaged. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open between two pins within the cable. Indicating an electrical failure mode.